Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) has reoccurring gas loss in iab circuit alarm. No harm was reported.

Manufacturer narrative:
Event site postal code: (B)(6).upon completion of the investigation into this event a follow up report will be submitted.